Manufacturer narrative:
Actual device was not returned hence no device evaluation was performed. However, medical records, including CT report, were provided and were reviewed by a clinical specialist. Based on review of the report, the patient's iliac artery disease progression likely caused or contributed to the endoleak event. There was no indication that the device may have caused or contributed to the event. Review of lot records, work orders, and prior reports no issues with the lot were noted. Based upon the investigation findings, the root cause of the type 1b endoleak could not be conclusively determined; however, the patient's iliac aneurysm disease progression is a likely factor. Endoleaks are a known risk of the procedure, as identified in the product labeling.

Event description:
It was reported that approximately 19 months post-implant of a bifurcated device, aortic extension, and bilateral limb extensions, a distal endoleak type I was noted on the right limb extension. The patient was treated with an additional limb extension, which successfully corrected the endoleak. Reportedly, the patient tolerated the procedure well.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device not returned to manufacturer.